Event description:
It was reported that the customer's insulin pump alarmed and some of the alarms were in the alarm history. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device was received with scratched screen, cracked case at the display window corners, cracked reservoir tube lip, and cracked battery tube threads and broken belt clip slot.